Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. It was also reported that the battery compartment was cracked, and the battery cap could not be properly secured to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings:a review of the black box did not indicate any reboots on or before (B)(6) 2016. The pump was returned with two cracks in the battery compartment and stripped threads on the battery cap. The returned battery cap was unable to secure and intermittent power was duplicated. A test battery cap was used to complete investigation. The test cap was able to secure and the pump powered on normally using the test cap. The pump was exercised for 24 hours with no further power interruptions occurring. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the keypad cover was peeling; the bolus button was inoperable and investigation found the bolus button slug was missing; there was evidence of moisture found in the battery compartment and inside the pump on the battery canister and behind the olde; leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.